Manufacturer narrative:
Batch review performed on 09 october 2023: lot 2207935: (B)(4) items manufactured and released on 02-june-2022. Expiration date: 2027-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 09 october 2023 reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k170452) lot 2247046: (B)(4) items manufactured and released on 23-febr-2023. Expiration date: 2028-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 6 weeks from the primary, the patient came in reporting pain and the surgeon observed that the humeral component dislocated from glenoid component and the cause is unknown. The surgeon revised the metaphysis, glenosphere, and liner. The surgery was completed successfully.